Manufacturer narrative:
Other applicable components are: product ID: 97754, serial#: (B)(4), product type: recharger.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient had a problem getting the recharger to stay in one place and their healthcare provider recommended adhesive discs. Adhesive discs were sent to the patient. The patient stated they were having a hard time getting boxes and they were only getting a charge of 4 coupling boxes. The patient noted they recharge everyday and it gets down to one fourth or one half. The patient stated they already passed programs a and b and did not get any relief. The patient went to program c and later switched to d and stated they were set pretty high, to a little over 9, and hoped it started working better. The patient stated that they have not had symptom relief since implant and it¿s not helping. The patient also mentioned they had 6 herniated discs prior to getting their ins and their surgeon will not operate on them. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.